Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured after inflation when the system was pulled back at the puncture insertion angle to establish hemostasis. Another new unit was opened, and the procedure was completed. There was no reported patient injury. The balloon ruptured following treatment of anterior tibial artery (ata) stenosis via ipsilateral antegrade puncture. The mynx vascular closure device (vcd) was used in an interventional procedure. All training was completed. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. The stick location was left inguinal. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd or calcium in the vicinity of the puncture site. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2531401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.